Event description:
It was reported that the programmer had a broken screen and that it was to be traded in for an encore. The programmer was returned to service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the overlay was cracked and the overlay/bezel assembly was therefore replaced. Analysis also noted that the power cord door was pulling apart, the media bay door latch was bent and the door was scratched, the right keyboard hinge was broken, the stylus did not work and the electrocardiogram connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated. All found defective parts were replaced. (B)(4).